Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation - product evaluation in-process. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 11-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Caregiver stated that no medical intervention had been needed since the initial call. Customer had received the replacement product and was satisfied.

Event description:
Consumer reported complaint for beeps on the meter. Caregiver is calling on behalf of the customer who is (B)(6) years old. Caregiver stated the customer was feeling well and was at school at the time of the call. Caregiver stated she called the hospital that morning due to meter not coming on and spoke to a doctor for guidance. Caregiver stated she had inserted a new battery and now the meter is giving bad beeps. There was no physical damage and the caregiver did not recall dropping or mishandling the device. No additional information available.

Manufacturer narrative:
Sections with additional information as of 26-jan-2021: h10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-041: dead battery.